Event description:
Event description guidant received information that this passive transvenous defibrillation lead was removed due to micro-dislodgement. A positive fix lead was successfully implanted.